Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to electrode migration / incorrect placement resulting in poor performance. The patient was reimplanted with another cochlear device during the same surgery.